Manufacturer narrative:
The customer reported that when removing a bedside monitor (bsm-1700) with a cracked screen and putting another one in its place they were only able to see the admin button instead of the patient vitals. Technical service (ts) had the customer un-monitor and re-monitor the bedside and when they did this, they were able to see the patient's vitals. The customer stated that they'll be fixing the unit with the cracked screen themselves. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): zm transmitter: model # zm-541pa serial #: (B)(4) device manufacturer data: ni unique identifier (UDI) #: ni

Event description:
The customer reported that when removing a bedside monitor (bsm) with a cracked screen and putting another one in its place they were only able to see the admin button instead of the patient vitals.

Event description:
The customer reported that when replacing a bedside monitor (bsm) that had a cracked screen with another in its place, they were only able to see the admin button instead of the patient vitals.

Manufacturer narrative:
Details of complaint: the customer reported that when replacing a bedside monitor (bsm) that had a cracked screen with another in its place, they were only able to see the admin button instead of the patient vitals. Technical support (ts) had the customer un-monitor then re-monitor the bsm, which resolved the issue, and they were able to see the patient's vitals. The unit with the cracked screen was to be repaired in-house by the customer. No patient harm or injury was reported. Investigation summary: the customer contacted nihon kohden america (nka) to request assistance with an admit / discharge / transfer function. The customer explained that the bsm 1700 had a cracked screen and needed to be taken off the main unit. When they replaced the bsm 1700, they needed assistance in getting this patient re-admitted. There is insufficient information to determine the cause of the cracked screen. It is typically caused by impact with sharp and rigid objects - not from normal touchscreen usage. The cause of the need to request assistance with the admit procedure is unknown. There is no information regarding which user initially performed the patient admission. It is evident that the user at the time was able to perform the admission correctly and successfully. This device was installed on 04/27/2017. There is no history of an adt issue on this device. There is no recurrence history for this device, and no recurrence history for this family of device. There is no indication of a device malfunction. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.